Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd882241) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous report by a physician from (B)(6) of patient made mistake/touch contamination and peritonitis with (B)(6) in a (B)(6) female patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's physician reported that on an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. Treatment information was not reported. The patient was not hospitalized and was recovering from the event of peritonitis. Outcome for the event of patient made mistake/touch contamination was unknown. Dianeal therapy was ongoing. The physician believed that the event of peritonitis with (B)(6). Aureus and the patient made mistake/touch contamination were not related to dianeal pd2 ambuflex therapy. This is report 1 of 2 involved in this peritonitis event.